Event description:
The customer contact reported an electrical shock. On an unspecified date, it was reported that a gemstar pump was connected to the gemstar docking station. At an unspecified time, it was reported that the nurse received an electrical shock from the device. The customer contact reported, "the area at the base of the pump and the shelf of the docking station was wet with water at the time of the incident." The customer contact reported that during testing at the user facility, the docking station passed testing including the electrical safety test. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.